Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range above (300 mg/dl) the customer would bolus via the pump to stabilize bg level. During the call tandem techncial support (cts) it was confirmed that incomplete bolus alerts had occurred. Cts educated the customer about the meaning of the alert and how the alert occurs. Customer acknowledged.